Event description:
A guidant ventak prizm vr automatic implantable cardioverter defibrillator was implanted. During the pt's first f/u, it was noted that the aicd was not functioning properly. The device will need to be removed and replaced.

Event description:
Guidant did not receive a medwatch report from the user facility. Guidant was notified of this event through a series of calls to our technical services group in october of 2000, and began investigation at that time. The original communication described that the intracardiac electrograms (egms) stored in the device's memory did not completely record the pt's episodes, and that the device's markers did not line up with the pt's cardiac events. The device was explanted and returned to guidant. Lab analysis of the returned device found that it sensed and delivered therapy normally. However, review of device memory confirmed that egm data was missing in several episodes, and markers were not present in two episodes. The cause was isolated to an anomaly in one of the device's integrated circuit chips. This normally does not affect therapy delivery. The device has been archived at guidant.